Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted at this time. A call was placed to technical services on 12/20/2016 stated that myopotential noise on rate/sense of the lead was observed. Sometimes the signals were discrele. Caller was wondering if this was due to insulation break and the lead hitting rate/sense that was capped. Not sensed so far. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).